Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection confirming that the interrogation of the pacemaker was not possible. The pacemaker was shipped to the MFR of the electronic module. The pacemaker was subsequently destructively analyzed. The current consumption of the electronic module was measured while still attached to the battery. The current consumption was found to be increased. The battery was disconnected from the electronic module. The measurement of the battery confirmed a battery depletion. Next, the current consumption returned to an expected level. Despite exhaustive testing, a reproduction of the increased current consumption was not possible. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker was fully functional. In summary, the destructive analysis showed an increased current consumption. The current consumption during further analysis was found to be regular. The root cause for the increased could not be identified during analysis. It cannot be excluded that the mechanical shock provoked the high current consumption which self-terminated during analysis.

Event description:
After an implantation time of approx 57 months, it was reported that the device was explanted because it could not be interrogated. The pt was struck in the implant area with a metal bar, causing a lot of pain. When the device was explanted, a hematoma was observed.